Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the settings were not programmed into their insulin pump. Customer's blood glucose was 500 mg/dl at the time of incident. Troubleshooting advised customer on the correct time and date settings, why an alarm would occur, bolus wizard and fixed prime. The customer was advised to monitor pump and call back if any further issues. No further information was provided.